Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The catalog number, ar-503-ttte and lot number,1206173 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a right tka procedure on (B)(6) 2014. Per patient medical records provided: the patient reported symptoms of pain which she rated a 7-8/10 daily. Patient also had infrequent feelings of instability. Patient was last injected and aspirated on (B)(6) 2015 which provided minimal relief. X-rays findings of the knee revealed that prosthesis was in place in proper anatomical alignment without rotation, loosening or stress shielding. Upon exam, surgeon noted medial joint line tenderness, lateral joint line tenderness, medial tibial plateau tenderness and lateral tibial plateau tenderness as well as mild effusion of the right knee. Per medical records there was no pain noted with flexion or extension. Revision procedure was performed on (B)(6) 2016. During the revision the tibial tray ar-503-ttte (lot 1206173) was explanted along with the following original implants: femoral implant ar-503-psrf (lot 108761213), tibial bearing implant ar-503-be12 (lot 113601203) and patella implant ar-504-psc9 (lot 113601411). Procedure was completed using another manufacturer's products. Explanted devices are being returned for evaluation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttte and lot number 1206173 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that patient underwent a right tka procedure on (B)(6) 2014. Per patient medical records provided: the patient reported symptoms of pain which she rated a 7-8/10 daily. Patient also had infrequent feelings of instability. Patient was last injected and aspirated on (B)(6) 2015 which provided minimal relief. X-rays findings of the knee revealed that prosthesis was in place in proper anatomical alignment without rotation, loosening or stress shielding. Upon exam, surgeon noted medial joint line tenderness, lateral joint line tenderness, medial tibial plateau tenderness and lateral tibial plateau tenderness as well as mild effusion of the right knee. Per medical records there was no pain noted with flexion or extension. Revision procedure was performed on (B)(6) 2016. During the revision the tibial tray ar-503-ttte (lot 1206173) was explanted along with the following original implants: femoral implant ar-503-psrf (lot 108761213), tibial bearing implant ar-503-be12 (lot 113601203) and patella implant ar-504-psc9 (lot 113601411). Procedure was completed using another manufacturer's products. Parts ar-503-ttte, ar-503-psrf and ar-503-be12 were returned for evaluation.